Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.

Manufacturer narrative:
According to the additional evaluation, no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The device was received and visual examination noted that the thread of burr holder was broken. During the pre-repair diagnostic assessment the service technician identified that the burr holder was broke. The evaluation found that the probable cause for this condition could be the way the device was handled. This evaluation was not able to determine the cause of the damage this complaint is indeterminate. The device was replaced to the customer.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair because the thread of the burr holder is broken. No reported patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).